Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address: (B)(6). Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken needle occurred with a unspecified pen needle. The following information was provided by the initial reporter, "needle bent, rear cannula end is broken."

Manufacturer narrative:
H.6. Investigation: one opened pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Visual examination of the returned sample was carried out and a bent non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that a broken needle occurred with a unspecified pen needle. The following information was provided by the initial reporter, "needle bent, rear cannula end is broken."